Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 436 mg/dl at time of incident and current blood glucose level was 439 mg/dl. The customer¿s blood glucose level was 398 mg/dl and over 400 mg/dl. The customer was treated with manual injection. The customer reported that the pump had high pressure test and passed. The customer alleges pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with a 2.0 u/h basal rate and monitored five days. Several bolus were also delivered. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. Unit had cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label. Pump passed the delivery accuracy test.